Manufacturer narrative:
It was reported that the screws of cart base were missing. The customer is not requesting service. The in-house biomed has only requested replacement hardware to make any necessary repairs. The provided pictures confirmed the reported problem. A missing screws of the cart could in worst case scenario lead the cart to tip over causing extubation or injury. The root cause for the missing screw could not be determined. H3 other text : 4117.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that screws from cart base were missing. There was no patient involvement. (B)(4).